Manufacturer narrative:
(B)(4). The mr850jhu respiratory humidifier has not been returned to fph for investigation. Attempts have been made to retrieve the complaint device, however, there is no evidence to suggest that the unit will be returned and no further info has been forth coming. Without the complaint device, fph cannot draw reasonable conclusions about the device failure and as such we cannot make a determination on the risk of this failure. We will provide a follow-up report should the device be returned for investigation at a later date. As the device has not been received, fault confirmation cannot be made and therefore, a conclusive lot check cannot be performed for any particular failure mode.

Event description:
A healthcare facility in (B)(6) reported that an mr850jhu displayed fluctuating temperatures. The reporter could not confirm the range of the fluctuating temperature, and whether any alarms were generated. No pt consequence was reported.